Manufacturer narrative:
Section e1: reporter name - instituto do coracao do hospital das clinicas da fmusp - incor manufacturer's investigation conclusion: the reported event of the system monitor parameter boxes going blank was confirmed. The submitted photo showed the system monitor on the clinical screen with blank parameter boxes. No other issues were observed in the photo. It was reported that the system monitor display began working again after some time had passed. The reported event of a frozen system monitor screen later occurring was not confirmed. It was reported that rebooting the system monitor resolved the issue. The submitted log file contained approximately 15 days of data (19sep2022 ¿ 04oct2022 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The system monitor was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 25sep2019. Heartmate ii instructions for use section 4 ¿system monitor¿ explains the operation of the system monitor. This section provides troubleshooting guidelines for system monitor issues. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor's pump parameter boxes went blank while the patient was connected. The patient changed their power source from the power module to batteries, and they attempted a controller self-test, which was not successful. The cause of the self-test failure could not be determined, and nothing unusual was observed when the self-test failed. The patient then switched back to the power module with the system monitor off; they attempted another controller self-test, which was successful. The system monitor eventually turned back on. A subsequent controller self-test while connected to the power module was successful. The system monitor was noted to have a frozen screen; restarting the system monitor resolved the issue. There were no adverse patient consequences during any of these events. Log file analysis was unremarkable. The site contributed the system monitor's issue to an oscillation of the hospital's power. The patient continued to use their controller with no further issues observed.